Event description:
The orsiro drug-eluting stent system was selected for use. After pre-dilatation the calcified and tortuous target lesion in the proximal/mid cx could not be crossed and the stent dislodged from the balloon during withdrawal. During the attempt to snare the stent a thrombus was observed in the left main and it was decided to use an impella and intubate the patient. Then stents were placed in the left main to crush the dislodged orsiro stent against the vessel wall.

Manufacturer narrative:
The returned device was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned device revealed that the balloon is not well folded anymore but shows no signs of inflation. Microscopic analysis of the balloon surface revealed clear visible stent imprints, indicating that the stent was properly crimped in between the two radiopaque markers at the time of delivery. Review of the production documentation of the product detailed above did not reveal any non-conformity. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. The device in question was manufactured according to specifications and successfully passed all inprocess controls as well as the final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.